Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the needle was not draining. The fse replaced the needle and the needle drain valve (vl13). The fse also flushed the drain line to clear out any possible obstruction and these actions resolved the leak. The fse then performed verification of instrument to meet the specified requirements per established procedures. Identification of failure modes: unknown. Resolved through services performed by fse. No erroneous results were generated for this event. No failure mode was identified; however, a possible obstruction in the needle pathway is likely to cause erroneous results for all parameters of samples presented in the manual mode due to incomplete aspiration, sample dilution or carryover. Evaluation of product labeling: coulter lh 750 hematology analyzer operator's guide, (B)(4): warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was described as 50 cc of diluent mixed with blood. The leak was not contained to the instrument. The operator was wearing personal protective equipment of gloves, gown, and goggles when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.